Event description:
Vascular compromise - altered capillary refill [vascular skin disorder] ([pallor]) facial abrasion [skin abrasion] ([pain]) case narrative: on 11-may-2026, the spanish subsidiary notified teoxane geneva about an adverse event. According to the injector, a patient was injected on (B)(6) 2026 with: 2 ml of rha 4 in the malar area using the retrotracing technique with a cannula (current complaint) 2 ml of ultra deep in the zygomatic area using the bolus technique with a cannula (rc/2605034) the patient had a medical history of melasma and was treated for anxiety (no further information). According to the injector, after the injection (B)(6) 2026), the later noticed a blanching area on the right side of the midface with an altered capillary refill. The injector administrated hyaluronidase twice (first 250 iu and 20-30min later 150 iu) and performed a strong massage of the area. The patient was very nervous and subsequently visited a dermatologist, who prescribed: corticosteroids (prednisone 30mg for 5 days) antiplatelet agent (aspirin 300mg for 7 days) on (B)(6) 2026, the patient experienced pain and the local medical expert was contacted. The later diagnosed a mild vascular compromise and a facial abrasion due to the vigorous massage performed by the injector. Considering the seriousness of the event, the case was assessed as reportable. On (B)(6) 2026, we were informed that the capillary refill was restored and that all other symptoms resolved exept the skin abrasion which seemed to be resolving according to the pictures provided. At the time of this report the patient's symptoms are monitored and the investigations are on-going. Imdrf code annex g is erroneous is this case (due to database issue). Please consider code g04127 ¿ syringe (FDA 987).

Manufacturer narrative:
According to the information received the case seems to be linked to a vascular compromise. Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products. Based on the local medical expert assessment, the relatedness of the skin abrasion with the injection of teoxane product has been assessed as not related (linked to the vigorous massage performed by the injector). However, similar complaints remained monitored should any signal be detected. This is default text configured for block h10.